Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use , the cardiosave intra-aortic balloon pump (iabp) had a fiber optic sensor failure. Users swapped out console to continue treatment without issue. There was no harm reported.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit, but was unable to replicate the reported malfunction. The fse successfully completed a simulated treatment on the unit with a testing catheter, trainer, and fiber-optic tester. The fiber-optic connector was intact and in good shape. The unit recognized fiber-optic connection. The fiber-optic module successfully tested in service mode without issue. Various occurrences of code 53 for fiber-optic were logged correlating with the user complaint. The fiber-optic module was tested several times with passing results. The unit was calibrated and passed all function and safety tests per factory specifications.